Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported driveshaft fracture was confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported driveshaft fracture appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture revealed evidence indicating that the fracture occurred while spinning in an elevated stress environment. This is consistent with complaint details which describe the treatment area as subtotal occluded and heavily calcified which may have led to additional force and stress on the driveshaft. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d9, g3, h2, h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a subtotal occluded, heavily calcified left circumflex (lcx). The vessel was only able to be wired with a non-abbott wire, and several attempts were needed to cross the lesion. The oad was advanced and four low speed proximal to distal treatments were performed to cross the lesion. After four more low speed treatments, the oad was switched to high speed. The physician noted there was no undefined changes in the sound of the oad. After two high speed treatments, the oad was pulled back into the guiding catheter and no blood flow was visible at the vessel. An nc trek balloon was used for dilatation. After this, the physician observed a foreign body migrating distally in the patient's body. The oad was removed and investigated, and it was observed the oad nosecone was missing. An unspecified microcatheter and snare were used to retrieve the fractured component. The patient was hemodynamically stable throughout the entire procedure and the lesion was successfully treated. The patient was discharged in stable condition.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a subtotal occluded, heavily calcified left circumflex (lcx). The vessel was only able to be wired with a non-abbott wire, and several attempts were needed to cross the lesion. The oad was advanced and four low speed proximal to distal treatments were performed to cross the lesion. After four more low speed treatments, the oad was switched to high speed. The physician noted there was no undefined changes in the sound of the oad. After two high speed treatments, the oad was pulled back into the guiding catheter and no blood flow was visible at the vessel. An nc trek balloon was used for dilatation. After this, the physician observed a foreign body migrating distally in the patient's body. The oad was removed and investigated, and it was observed the oad nosecone was missing. An unspecified microcatheter and snare were used to retrieve the fractured component. The patient was hemodynamically stable throughout the entire procedure and the lesion was successfully treated. The patient was discharged in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.